Event description:
This unsolicited device case from (B)(6) was received on september 15, 2014 from a general practitioner (physician). This case concerns a female patient of unspecified age who experienced an allergic reaction and underwent knee puncture after receiving treatment with synvisc one. No past drugs, medical history, concomitant medications or concurrent condition was reported. On (B)(6) 2014, the patient received treatment with synvisc one injection at a dose of 6ml, once (route, batch/lot number and expiration date: unk) into unspecified knee for knee disorder nos. On an unknown date in (B)(6) 2014, the patient experienced swelling of knee joint. It was reported that the an allergic reaction occurred. On (B)(6) 2014, the patient received treatment with dexamethasone palmitate (lipotalon) (had short term success). On an unknown date in (B)(6) 2014, the patient had knee puncture which was negative for infection. Corrective treatment: dexamethasone palmitate (lipotalon) and knee puncture. Outcome: not recovered for the event of allergic reaction and unknown for the event of knee puncture. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending for the same. Seriousness criteria: required intervention for both the events.